Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of the index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What instruments were used to grasp the needle? Does the piece/device remain retained in the patient¿s tissue? If retained, in what structure is the needle retained? If retained, are there any plans to remove the needle? Was the patient¿s post-operative course changed due to extended surgical procedure? Will suture device involved in the event be returned for evaluation? What is the patient¿s current status?

Event description:
It was reported that a patient underwent an aortic replacement on (B)(6) 2019 and suture was used. During the procedure, the needle pulled off. The needle fell off and the physician searched for it by x-ray. The needle was not found. The physician was not sure if the needle was left inside of the patient or not. The procedure was prolonged 3 hours. Currently, the patient's condition is stable. Additional information has been requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch jhe947 and no non-conformances were identified. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure unk date of the index surgical procedure? May 7th, the diagnosis and indication for the index surgical procedure? Aortic replacement on what tissue was the suture used? Unk. What instruments were used to grasp the needle? Needle holder does the piece/device remain retained in the patient¿s tissue? Unsure, it could not be confirmed where is the broken piece. If retained, in what structure is the needle retained? Unk. If retained, are there any plans to remove the needle? Unk. Was the patient¿s post-operative course changed due to extended surgical procedure? Unk. Will suture device involved in the event be returned for evaluation? Not sure what is the patient¿s current status? Stable.